Event description:
Revision surgery - due to infection status post colon surgery. The rep and surgeon do not attribute the revision to failure of djo product. Rather, a mode of failure was osteomyelitis of the medial acetabulum.